Event description:
A customer reported to baxter corporate product surveillance of an interlink set in which the t-connectors dislodged from the intravenous catheter resulting in blood loss; reportedly since this t connector is stiff and shorter than their previous competitor sets. This was during an infusion; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The following was omitted from the original MDR: a blood loss was significant enough that an interventional blood transfusion was required. Additional information: on (B)(6) 2011 product surveillance contacted facility and spoke with registered nurse regarding this incident. The nurse did not have the safety report for this incident so she was not able to tell how much blood was lost. No further information was given.

Manufacturer narrative:
(B)(4). No assignable cause could be determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.